Manufacturer narrative:
(B)(4).

Event description:
It was reported that false auto mode switching episodes were observed. Review of session records revealed that the auto mode switching episodes were caused by atrial events that fall in refractory period and were followed by atrial pacing. Programming changes were suggested. Physician will check the device during next follow-up and will re-program the device if required.